Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent valve was selected for implant. During the procedure, when the valve was implanted, it was noticed that the leaflets did not open and close easily. The valve was removed from the patient and tested again. It was found that the leaflets still did not open and close easily. A 17mm regent valve was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of physical resistance/sticking of the leaflets did not confirm via returned device analysis. The valve was inspected and the sewing cuff was intact. Both leaflets were able to fully open and close with no resistance occurring. The valve was able to be rotated freely. Additionally, hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.